Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have far r-wave oversensing. No intervention was performed and the patient would be further monitored. The patient was asymptomatic and stable.